Manufacturer narrative:
Cmp-(B)(4). Report source, foreign - event occurred in (B)(6). This product is a combination product. Device history record was reviewed and no anomaly was found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preparation of the bone cement, the nurse wanted to press the blue walls to get the liquid in the cylinder but it did not work. No delay or patient injury has been reported.